Manufacturer narrative:
Initial.

Event description:
It was reported that the patient awoke at night with sweating and confirmed a hypoglycemic event with a fingerstick blood glucose of 60 mg/dl; the patient treated with approximately 6 ounces of orange juice and returned to range within about 15 minutes, and no device alerts or alarms were reported. Symptoms included hypoglycemia and hot flashes/flushes. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.